Event description:
On (B)(6) 2012, the customer reported to customer service that her breast pump was producing low suction.

Manufacturer narrative:
A replacement pump was sent to the customer. The product was received from the customer on (B)(4) 2012 and upon receipt, it was visually noted that the transformer housing was cracked, exposing inner electronics. Attempts to f/u with the customer to obtain add'l complaint info are on-going. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, a breach in the transformer housing is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed.